Manufacturer narrative:
(B)(4).

Event description:
It was reported electrogram strips revealed stored auto mode switching episodes due to competitive atrial pacing and intermittent blanking of ventricular events. The patient was asymptomatic. Performing a retrograde test and programming the rate responsive were recommended. The device function has been reported to be fine.